Manufacturer narrative:
The returned device was carefully evaluated and was determined that there is no evidence that the device design or manufacturing process was the cause of the incident. A review of device lot history record concluded that there were no production non-conformances or any other anomalies that would have contributed to this event. Additionally, a review and analysis of most suspected components (i.e., cannula and catheter) was performed and did not find non-conformances or abnormalities (e.g., suspicious patterns) that may have contributed to the reported incident. Therefore, the probable root cause is likely due to a surgical technique or use error. A root cause is difficult to determine as there was no ssi representative present to witness the procedure while the event occurred.

Event description:
Physician using an omni device reported that the microcatheter portion broke-off while retracting the device. The broken-off part of the micro-catheter was retrieved using a micro forceps without further incident. No further injury was reported.